Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to disconnect the tubing, perform specific bolus deliveries, and replace supplies as necessary. The bolus was successfully completed, and the customer replaced supplies as necessary and resumed insulin use.